Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07167 and 1627487-2015-07168. It was reported effective therapy can't be obtained. An impedance check revealed low impedance on multiple contacts. Programming could not provide resolution. As a result, the patient's leads were explanted and replaced. The replacement leads were implanted at a new location. The doctor electively explanted the two anchors during the procedure. The issue has resolved by surgical intervention.